Event description:
Complaint description: an office medical assistant reported that a physician blindly removed a colonoscope from a pt when loss of light was experienced during a procedure. A second scope was used to complete the case and there were no complications related to the occurrence.